Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there were cracks in the blue section of the nozzle or the tube opening. The catheter was not repaired. There was no leak. The insertion site was not treated prior to product placement. The product was replaced with the same product ID (identifier) and lot. They reported the adverse event and had the carrier contact the manufacturer as the initial disposition. There was no reported patient injury.